Manufacturer narrative:
Investigation summary: addendum: provided picture does not match the complaint description product, no further action needed from the manufacturing site at this time. No samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Complaint type: ["sterility/contamination or leakage issue","needle pierced through the safety cap"]. 06march2025. Additional information. See attached email. The hospital has reported that the needle pierced through the safety cap, I do not have any pictures; we have initiated the process with dhl to pick up the goods and ship. As this item is on the (B)(6) state government contract we need to send them some feedback by end of the month. 12march2025 - additional information - as discussed earlier today, please be advised that the customer (hospital) has discarded the syringe and is not available for return investigation.